Event description:
On 11/9/98, in the post anesthesia care unit, while an rn was in the process of changing intravenous tubing from straight set to pump tubing, the anesthesia extension tubing broke off and fell on floor. No patient injuries were reported. No visual defects were noted prior to use. Units from the same lot were used without incident.